Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine hard disk drive and cine bridge pcb assembly were evaluated and replaced. The associated system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to svc.